Manufacturer narrative:
B7: patient history was added. H6: add component code. H6: code 213 - there is no need to include phr results referring to tungsten/mdis. The investigation including review of images and the returned delivery system, could not confirm the cause of the reported issue for this event.

Manufacturer narrative:
H6: code 213- imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. ¿ images received via (email) with incomplete patient identifier incomplete date of acquisition in image. ¿ images provided do not allow for evaluation in relationship to this event. Images provided are jpgs, labeled pic 1-6, pic 4 is not a medical image. Time stamp on the individual images cannot be fully viewed but do not appear to be in chronological order. Engineering evaluation: the device was returned without the endoprosthesis, and evaluation of the returned device indicates the deployment line was cut. Both of these observations are consistent with the reported complaint. The deployment knob was returned attached to the hub, and there is 32.5cm of deployment line exposed from the transition. The end of the exposed deployment line appears cut. The distal shaft and dual lumen appear unremarkable.

Manufacturer narrative:
The following manufacturing records were reviewed in tungsten/mdis: 22901714; 22901717; 22901715; qc testing batch 2/1/2021-b; zipper components 22808781, 22885172, 22788851, 22857763. A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was implanted with a 13mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface(viabahn device) to treat iliac artery dissection. The viabahn device was advanced via 12 fr long sheath to target lesion. A resistance was felt when the stent expanded half. The deployment line got stuck. Finally the stent fully expanded by big force. However, no matter how the physician pulled out the deployment line, it couldn't be pulled out. The deployment line was cut of and about 10cm left in patient's body without fixing by bare metal stent. There was no adverse reaction. The patient will be monitored.